Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The left caster journal was welded incorrectly causing the caster to not touch the ground.